Manufacturer narrative:
One photo was taken by the customer that confirms the failure. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that it was discovered that there was ballooning of the tubing within the alaris pump chamber.